Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed health professional in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal ultrabag 2.5% pd2 solution. On (B)(6) 2012, the patient began treatment with dianeal ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient had a break in aseptic technique (details not provided). The patient experienced peritonitis on (B)(6) 2012. On an unreported date, the patient was hospitalized for the event. The patient was treated with reflin by (inj) injection (1g, once daily (od), ip), syscon (inj 100 ml, od, ip), orzid (inj 1g, od, ip), vancomycin (inj 1g, stat, ip), amikacin (inj 500 mg, stat dose). The outcome of the peritonitis event was unknown. Concomitant therapy was not reported. Per the reporter, the cause of the peritonitis was the break in aseptic technique. The reporter confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the health professional reported a break in aseptic technique. The assignable cause for the break in aseptic technique is not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.